Event description:
Guide wire with ice hydrophilic coating perforated distal branch of rca, resulting in pericardial effusion, resulting in need for pericardial tap and surgical intervention at another hosp.